Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced 5 infusion set cannula kinked event on 08-sep-2024. Patient noticed symptoms within 3 hours of insertion. The infusion set was in use for few hours. Patient replaced the infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.